Event description:
The customer reported to baxter a clearlink system buretrol solution set in which a leak occurred. According to the report, the nurse just primed the set with lipids and began an infusion on a patient via a colleague infusion pump. Shortly thereafter, "the pump kept alarming that there was air in it. When he removed the tubing from the pump to remove the air, he realized that his hands were wet and that is when he found the crack in the tubing." After the leak was identified, the nurse hung a dextrose solution while another bag of lipids was made. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual examination of the sample did not identify any abnormalities. The sample was then submitted for functional testing and an underwater leak test and the results of both tests were satisfactory. The reported condition was not confirmed and the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.